Event description:
The dealer called to state that the serial numbers on the veranda wheelchair only has one letter j and not two letter j's like they are on the invoice, packing slip, and in the order.